Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h4 and the completed investigation results. The date, 21-feb-2025 was inadvertently submitted, the information was unavailable. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The patient came back from the cath lab around 1750. The tr band was placed over right radial site. Upon 1800 assessment, a hematoma was noted immediately proximal to tr band and the patient was puffy up to their elbow. Manual pressure was applied and interventionalist came to reposition the band and added 18ml of air. Nitro ggt was started for ongoing htn sbp >170. The interventionalist stated to place another band if a hematoma developed again. Another tr band was added at 1900 with 14ml of air. From arrival to the emergency department (ed) and in cath lab a total of 16000u of heparin were given. The procedure performed was mechanical radial artery compression post angiography. The device was applied in the cath lab. Additional information was received on 03dec2025: no defects were noted with the band. The size of the hematoma was unclear on chart review, pulses were moderate. The blood loss was less than 250cc. The patient was in stable condition and released as scheduled.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). E3: occupation: senior clinical risk advisor medical device safety, pq&s. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.